Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user observed insulin leakage from the edge of the pump and a wet cartridge, replaced supplies, cleaned and dried the cartridge and pump interior, and then confirmed insulin flow through the infusion needle; subsequent reconnection led to improvement with glucose trending down. Symptoms included hyperglycemia. Outcomes included temporary elevation of blood glucose without hospitalization, medical intervention, or use of backup therapy, and glucose returned below the 200s. Investigation included user troubleshooting consisting of cleaning, drying, re-seating the cartridge, and confirming delivery through the tubing and needle. Investigation of this case revealed that leakage at the cartridge¿pump interface was suspected initially, but no ongoing wetness was observed after cleaning and reseating, and device components appeared intact with successful insulin delivery confirmed. It was concluded, based on previously established findings for similar reports, that the cause was user handling or residual insulin at the cartridge interface leading to transient leakage.